Event description:
The lay user/patient contacted lifescan (lfs) on november 30, 2006 alleging that today he started to experience an error 4 message on his one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the patient and also listened to the recorded call since the user could not be reached for further clinical information. Around 5:15 pm, the patient was unresponsive and could not see. Per documentation, the patient tested and obtained an error 4. His wife contacted the neighbor and tested the patient using the neighbor's meter and obtained a 41 mg/dl. The wife treated him with "honey" and the patient regained consciousness shortly after. He did not go to the ER due to the issue. The patient mentioned that when he applied blood on the test strip and after the count down the meter displays an error 4. The patient opened a new vial of test strip and obtained an error 4 message. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was done and the patient obtained a 54; however, the control solution was expired. No further clinical information was provided. It would have been helpful to patient attempted to test his blood glucose prior to the event and or whether the patient experienced the error 4 message before of after the incident. An error 4 indicates that there may be a problem with the test strip. An error 4 also indicates that the patient may have a high blood glucose and have tested in an environment near the low end of the system's operating temperature range. Customer care advocate (cca) sent the patient a replacement meter, strips and control solution. The complaint is being reported because the patient was unable to test on his lfs meter and was experiencing symptoms. It is not known if the patient was unable to test prior to experiencing symptoms. He was tested on the neighbor's meter and obtained a 41 mg/dl; therefore, his wife treated him accordingly to the neighbor's meter.